Event description:
This spontaneous case report was received by regulatory authority in (B)(6) on 21-mar-2016 from a (B)(6) female consumer and forwarded to bayer on 04-aug-2016. Consumer's medical history included hay fever. On (B)(6) 2011 essure (fallopian tube occlusion insert) was placed. The micro-insert placement was painful. On an unspecified date the consumer experienced itching skin, increase or heavy blood loss during menstruation, irregular bleeding or breakthrough bleeding, kidney disorder, urinary tract disorder, pain in pelvis, pain in abdomen, lower back pain, pain in breast, dizziness, nausea, tiredness (needs rest after a busy day), restless feelings, insomnia and excessive sweating. Consumer was diagnosed with cyst in breast. Problems with movements were reported. Doctor has been contacted. She had appointments with a gynecologist and a physiotherapist. At time of this report the consumer had not recovered from the events. Company causality comment: this spontaneous case report refers to an adult female consumer who had essure (fallopian tube occlusion insert) inserted and presented sepsis. Essure and fallopian tubes were removed around 9 years after placement. Sepsis is unlisted in the reference safety information for essure. In this case, the exact date and the circumstances of sepsis were not informed. It was not specified if it was related to essure insertion procedure, or not. Despite the lack of information for a comprehensive causality assessment, considering its serious nature per se and the fact that no further information can be obtained, causal relationship between the reported event and essure use cannot be excluded. Since device removal was required, this case is regarded as incident. Other non-serious events were reported. Technical analysis has been requested.

Manufacturer narrative:
Quality-safety evaluation of ptc received on 09-sep-2016: ptc global number (B)(4). No sample available for this investigation. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Device similar incident listing the list of similar cases contains essure reports received by bayer and older cases received by conceptus with similar events coded in meddra. In this particular case a search in the database was performed on 13-sep-2016 for the following meddra preferred terms: pelvic pain: the analysis in the global safety database revealed 1521 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to these meddra pt. Company causality comment: this spontaneous non-medically confirmed case report was received via regulatory authority, and refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and had pain in pelvis. This event is listed in the reference safety information for essure. After essure insertion, pelvic pain may occur. In the present case, limited information was provided. The exact temporal relationship between this event and essure insertion was not specified. Given the nature of the reported event, and lack of alternative explanation, a contributory role of essure cannot be excluded. Non-serious events were also reported. Since she reported problems with movements, and no further information can be obtained to clarify this statement, this was conservatively regarded as a disability, and the case was regarded as incident. No sample available for this investigation and no valid lot number. Therefore, a product quality defect could not be confirmed but is considered plausible.